Manufacturer narrative:
Updated to incorporate the serious injury of unresponsiveness associated with this event per the information received on 2016-dec-06. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving saline via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient was found unresponsive on the floor. No other information was provided. Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient was found unresponsive due to the volume discrepancies previously reported. The cause of the volume discrepancies was unknown. The pump was replaced due to end of service on (B)(6) 2016. The patient was reportedly doing well and receiving therapy since replacement. The rep did not know what drug was infusing in the pump system. The symptom of unresponsiveness was previously reported in regulatory report # 3004209178-2016-23836.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturers representative regarding a patient who was receiving saline via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that for the past 2-3 refills, the hcp had been getting about half the residual volume they had been expecting. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.